Event description:
It was reported that when the ventilator was started to ventilate a patient, its respiratory rate surged from the set 60 breaths per minute (bpm) to over 100 bpm. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that when the ventilator was started to ventilate a patient, its respiratory rate surged from the set 60 breaths per minute (bpm) to over 100 bpm. The field service engineer ran simulated test ventilation with a test lung but could not reproduce the problem. No part was replaced. No further problems have been reported. The evaluation of received device logs confirms alarms for high respiratory rate and alarms indicating leakage on (B)(6) 2020, the reported date of event while on patient. Possible causes of the high respiratory rate may be: leakage. A leak could be perceived by the ventilator as the patient drawing for air/requesting a breath, which would trigger the ventilator to give extra breath - self-triggering. The presence of the alarm for low minute volume may indicate leakage. Self-triggering. Self-trigger situations can occur if, for example, the level of trigger sensitivity is set too high or if there is a leak in the patient circuit. It is recommended to always perform a pre-use check immediately before ventilation start. The conclusion is that there is nothing in the device logs that indicates that the reported respiratory rate surge was caused by a ventilator malfunction. No parts have been replaced and there are no technical faults logged.

Event description:
Manufacture's ref.#: (B)(4).